Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: on examination, the keypad was torn over the up arrow, down arrow and contrast buttons. A damaged keypad rubber will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be clearly visible and prohibit the use of the keypad buttons. Users may expect keypad damage during normal wear and the owner¿s booklet instructs the user to contact customer service if the user suspects the pump may be damaged. On testing, the down arrow button had intermittent response, the contrast button was unresponsive and the remained of the buttons had normal response. The keypad cover was removed for investigation and revealed contamination under the contacts of the up arrow, down arrow and contrast buttons and the contacts were inverted on the up arrow and down arrow buttons.